Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited a sensing anomaly. Ventricular inhibition was noted upon device testing. It was confirmed via radiology that the atrial lead had dislodged into the ventricles. The lead was explanted (B)(6) 2018 and replaced. The patient returned (B)(6) 2018 post lead revision and was stable.